Event description:
Spontaneous report. Indication=common variable immunodeficiency, unspecified. Patient's mom reporting pump issues at dad's over the weekend. They were unable to complete infusion, mom then conference called dad on the line who stated he was attempting to infuse last night, (B)(6) 2023 7:30pm and had prepared infusion and winded the pump and the black tab was moving but the medication was not being pushed out of syringe. Dad stated there was no links in versa rate or needle set tubing and dad had placed syringe in zip lock back in fridge after 1 & 1/2 hours of no luck with getting infusion done. Advised dad to discard medication as it is no longer good and we would reach out to md office for a makeup dose. Pt missed a dose, no adverse event reported. Pump will be returned. No further information provided. Pump serial number not provided. Reported to cvs/caremark by: patient/caregiver.